Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle pulled off of the suture during routine use. The procedure was completed with same like product and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The needle and suture were returned and examined under magnification. There are marks at the edge of the barrel of the needle and there is suture fragment extending outside of the hole. The suture was a partial strand. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.